Manufacturer narrative:
According to the report, the hero graft was implanted on (B)(6) 2015. Hero 1002 was removed on (B)(6) 2015 due to thrombosis. The complainant stated nothing was used to replace the removed graft.additional information was requested from the hospital, including information regarding a sample return, operative notes, patient co-morbidities, and whether the hero graft was cannulated. The graft was not cannulated. The hospital would not release the graft. The surgeon stated that "the graft was implanted two days before and was removed due to steel [steal]. She [the patient] was an elderly female and developed steel immediately. He said that he nor his partner felt it was an issue with the graft." Operative notes were provided for review. The hero graft was implanted on (B)(6) 2015. At the completion of the procedure a doppler exam was performed demonstrating maintaining signals into the right radial and ulnar artery. There was excellent flow in the hero graft as well. The patient developed signs and symptoms of steal in the early postoperative phase however exam demonstrated maintained signals in the radial and ulnar artery that improved with compression of the graft indicating that there was no mechanical or arterial obstruction to flow. Her blood pressure was also normal. Because of the persistent pain and symptoms and then the more significant development of weakness and muscle abnormality and neurologic deficit and the patient was returned to the operating room on (B)(6) 2015 and the graft was ligated. Physical exam, doppler exam, and subsequent pulsar recordings demonstrated successful total revascularization of the right forearm. This however did not get complete relief regarding the pain or the normal neuromotor function. It was felt at this point that there would be no gain in leaving the device in place as it created a potential obstruction to the central circulation with the outflow complement of the hero and therefore in conjunction with the family's consent she was taken back to surgery on (B)(6) 2015 for removal of the entire hero graft. That procedure was uncomplicated.the manufacturing records for lot h14av014 were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. A review was performed of the available information. Regarding the initial ligation of the hero graft, thrombosis is the most common cause of vascular access dysfunction and a potential complication listed in the hero instructions for use (IFU). The early onset of steal is also a known potential complication. The hero graft IFU lists vascular insufficiency due to steal syndrome as a potential complication that ranges from 2.6% to 3.8% with hero, and 3.8% in arteriovenous grafts (avg). Steal syndrome is not unique to hero graft and is a well-known complication of arteriovenous (av) access conduits; fistula, prosthetic, biologic and xenograft inclusive. Compression procedures are well established treatments to relieve steal syndrome, as was done in this situation and vascular flow was reestablished at the time.the hero device explant followed the patient's persistence of pain, weakness, ischemic mononucleic neuropathy, and neurologic deficit. The surgeon and his surgical partner did not feel that the hero graft was the cause. Site pain and trauma to major vasculature or nerves are listed on the IFU, but it is unclear if the pain and weakness reported was directly caused by the hero device or if it was associated with extensive history of catheter access, coronary artery disease (cad), chronic renal failure, or other unknown medical condition. Pain and weakness are also known symptoms of the aforementioned steal syndrome. In this case, explant was an appropriate course of action. Steal syndrome is a known complication of the hero device caused by shunting of arterial blood into the venous system. This complication does not reflect a defect in the device itself. Adequate precautions are provided in the IFU.

Event description:
According to the report, the hero graft was implanted on (B)(6) 2015. Hero 1002 was removed on (B)(6) 2015 due to thrombosis. The complainant stated nothing was used to replace the removed graft.

Event description:
According to the report, the hero graft was implanted on (B)(6) 2015. Hero 1002 was removed on (B)(6) 2015 due to thrombosis. The complainant stated nothing was used to replace the removed graft.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.